Event description:
It was reported that the patient underwent a hip replacement surgery. The patient was revised six years post implantation due to high cobalt ion levels. During the surgery, it was discovered that the femoral head had signs of trunionosis. The stem was retained, but the head and liner were replaced and discarded. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875305201 shell 52mm 62747424. 00875201032 liner 32mm 62637595. 00801803203 head 12/14 62694670. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00099.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected component code: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.